Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio downloaded the electronic records from the device and confirmed that the hybrid layer capacitor (hlc) batteries were low, which prevented the device from remaining powered on, charging and shocking, at 360 joules. Physio then opened the device to perform a visual and physical internal inspection; however, no discrepancies were observed. Physio-control also observed that the device's charge-pak battery charger had expired on (B)(6) 2009. The replaceable charge-pak battery charger provides a trickle charge for the internal hybrid layer capacitor (hlc) batteries. Physio confirmed that the device's internal hlc batteries had depleted due to not having a fresh charge-pak battery charger installed in the defibrillator. The depleted hlc batteries prevented the device from remaining powered on. No further discrepancies were observed. Based on the information available, physio determined that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain the device. The customer was provided with a replacement device.